Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro btt port would not hold insufflation . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The DHR record review shows that the device lot conformed to all specifications and passed a leak test prior to release. Tooling used to assemble the device does not include any object that can cause a puncture in the inflation tube or the balloon inflation port. The device was returned to the factory for evaluation. The device showed signs of clinical usage and evidence of blood. No visual defects were observed to the balloon or inflation port. An inflation test was conducted. The balloon was inflated with 25cc of air. Upon observation there were no defects to the balloon. The balloon was submerged in plain water bath to observe the presence of bubbles. No bubbles were observed. Based on the return condition of the device, the reported complaint was not confirmed for the reported failure mode "inflation issue".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro btt port would not hold insufflation. A replacement device was used to complete the procedure. The hospital did not report any patient effects.